Event description:
While setting up a gamma camera for a nuclear cardiac scan, the detector came in contact with, and placed pressure on the patient's chest. As this occurred, an attempt to stop motion of the camera by pushing the collision pad was ineffective. When motion of the camera was stopped, it was possible to remove the patient, who was short of breath but not believed to have sustained any injury. The detector was repositioned and the test was completed.======================manufacturer response for gamma camera, (brand not provided) (per site reporter).======================the manufacturer's representative evaluated the system and concluded that a membrane switch for head #2 needed to be replaced. The switch was replaced and the system was tested.what was the original intended procedure?a nuclear cardiac scan.device #1is this a laboratory device or laboratory test?no.